Manufacturer narrative:
Device evaluated by MFR: investigation completed. Device was returned for analysis. No other visual damages or detach section were encountered upon visual inspection. No issues were found, the device appears to be in good conditions. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the non-heat shrink area in the telescope area. Imaging core windup began 24.3 cm from the distal end of the connector shaft.

Event description:
It was reported that catheter fracture occurred. The 93% stenosed 22x3.5 mm target lesion was located at the moderately tortuous and calcifying left anterior descending artery. During percutaneous coronary intervention, no pre-dilation by balloon was done, an opticross imaging catheter was used. However, the catheter was fractured. The image shown was not clear and the sled was unable to be used. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that catheter fracture occurred. The 93% stenosed 22x3.5 mm target lesion was located at the moderately tortuous and calcifying left anterior descending artery. During percutaneous coronary intervention, no pre-dilation by balloon was done, an opticross imaging catheter was used. However, the catheter was fractured. The image shown was not clear and the sled was unable to be used. The procedure was completed with a different device. No patient complications were reported.